Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5039394) in united states on 15-jan-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. Consumer reported that she had essure 6 months ago (unspecified date) and she has had serious pain in her abdomen lower quadrant, pain was achy and at time severe stabbing made her nauseated, dizzy and sweaty. She has been on a diet and exercise when she got bloated her stomach could go from a 39 to a 44, so she measured often, her stomach was tender and painful when it happened. Ptc investigation result was received on 13-feb-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up information received on 28-apr-2015: essure was inserted on (B)(6) 2014, the same date reported as events date. Follow-up received on 17-jun-2015: the required number of follow-up attempts has been completed with no response to date. Case considered to be closed. Follow-up received on 28-aug-2015: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-1027). A (B)(6) female consumer reported that she had essure placed in 2013 (previously reported as (B)(6)), the invasive in and out procedure ended up with her getting anesthesia to have it placed. After placement, she had heavy bleeding with large clots, periods that lasted 2-3 weeks at a time or more than one period in a month. She also had extreme pain in her right lower quadrant, so bad she could not bend over to pick up anything on her right side, not to mention the extreme bloating that stopped her from being able to bend at all. After a year of suffering, she had a choice to get on birth control to help with her period or a hysterectomy. She had essure placed because she didn't want birth control pills or shots any more, on top of not having any more children. The pain on the other hand wouldn't go away on birth control. So, in (B)(6) 2015 she had to get a hysterectomy and states that she has no more pain in her right side. She is recovering from removal procedure. Updated ptc result received on 14-sep-2015: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after placement she had pain in her abdomen lower quadrant / extreme pain in rlq (right lower quadrant) and heavy bleeding with large clots (interpreted as genital bleeding). She underwent a hysterectomy approximately 2 years after insertion. These events were considered serious due to medical significance and are listed in the reference safety information for essure. After essure insertion abnormal genital bleeding and abdominal pain may occur. Given the positive temporal relationship, the lack of an alternative explanation, and considering that the pain resolved after hysterectomy, causality between essure and the reported events cannot be excluded. Non-serious events were also reported. This case, initially regarded as non-incident, was upgraded to incident upon receipt of follow-up information stating the consumer underwent a hysterectomy (required intervention). Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect.